Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Reportedly, the customer experienced an elevated blood glucose (bg) reading resulting in diabetic ketoacidosis. Reportedly, the customer administered a manual injection to address bg level. The customer was hospitalized and treated with saline fluids and insulin fluids. The customer arrived at the hospital on (B)(6) 2020 and was released from the hospital on (B)(6) 2020. Customer sustained no permanent damage. Tandem technical support assisted customer with starting cgm session, loading new cartridge and infusion set to resume insulin therapy.